Manufacturer narrative:
Circumstances are not clear due to the lack of provided information. For infection event, a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions / patient habits (e.g. Oral hygiene, etc.). In addition, no signals were found indicating potential non-conformances affecting the manufacturing and sterilization processes, therefore it has been assessed and concluded to be unlikely related in high level of confidence. If additional information is received indicating otherwise, a follow-up report will be submitted.

Event description:
Infection.